Event description:
It was reported that oversensing and noise was detected on the lead. It was also suspected that the sutures around the sleeve of the lead were tightened too strong. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary :the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. There was no blood ingression to indicate an insulation breach during the time of implant. The lead was destructively analyzed in an attempt to find the cause of the complaint. (B)(4).